Event description:
I started noticing shortness of breath and the feeling of heaviness on my chest. I later found out about the philips respironics recall involving many of their devices. I use their dream station c-pap. I stopped using the device upon hearing about the recall and haven't resumed using it since even after speaking with my medical provider. FDA safety report ID# (B)(4).